Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. Due to this being a known issue, the separation complaint can be verified and the root cause is traced to assembly deficiencies when applying the solvent to the tubing before joining with the drip chamber. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the 10013364t device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber to tubing assembly are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. A device history record review for model 10013364t lot number 22119388 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite texium secondary set experienced component separation. The following information was provided by the initial reporter: the tubing comes apart from the drip valve when administering chemo.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite texium secondary set experienced component separation. The following information was provided by the initial reporter: the tubing comes apart from the drip valve when administering chemo.